Event description:
The customer reported that the system displayed a touch screen failure upon boot-up of the system. No patient involvement was reported.

Manufacturer narrative:
The ge service rep delivered the parts and fixed the system.